Event description:
This study aimed to compare the patient centered outcomes (pcos) and clinical-reported outcomes (clinros) of percutaneous access versus cutdown access in patients after endovascular abdominal aortic repair (evar) procedures. Perclose proglide devices were used in the percutaneous evar group. Complications for the percutaneous evar group in which proglide devices were used included: percutaneous access technique failure requiring conversion to cut down for hemostasis; open repair of the femoral artery following evar, bleeding requiring use of additional device(s), bleeding requiring blood transfusion, access-related complications, access site infection, postoperative bleeding/hematoma; access-related arterial injury, pseudoaneurysm, femoral artery occlusion, pain, and use of analgesics for relieving access-related pain. Despite no significant advantages in access-related complications, percutaneous access greatly accelerated post operative recovery and improved the medical experience and quality of life in patients without massive common femoral artery (cfa) calcification compared with cutdown access following evar but did not provide obvious advantages regarding access-related complications. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of percutaneous versus cutdown access in patients after endovascular abdominal aortic repair: a randomized controlled trial.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hemorrhage, infection, hematoma, pseudoaneurysm, vascular injury, pain and occlusion are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, infection, hematoma, pseudoaneurysm, vascular injury, pain and occlusion and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "comparison of percutaneous versus cutdown access in patients after endovascular abdominal aortic repair: a randomized controlled trial".